Event description:
A verbal report was received from a hemodialysis user facility that a patient was havint a dialyzer reaction. The initial verbal report from the rn manager stated that, the patient becomes hypotensive 1 hour into the dialysis therapy. Also reported was that the patient was given ns, the blood was reinfused and the patient transported to the hospital. The rn stated that patient does put on extra fluid between treatments. The rn provided additional information on this event and the treatment sheets. According to the treatment sheets, this event occurred 2 hours into the dialysis therapy. The staff was attempting to remove 3.8 kg of fluid. The patient had undergone 2 hours of dialysis when the staff noted an unresponsive patient and no pulse and CPR was started. It was learned that the patient complained of cramping prior to becoming unresponsive, so 500 ml of ns was infused and the blood flow rate was decreased as well as the fluid removal goal was decreased. It was after the interventions provided to treat the cramping that the patient became unresponsive with no pulse. 911 called and CPR was initiated. Also the patients blood was reinfused back into the patient. The paramedics arrived and continued CPR and now obtained a pulse. The patient was transported to the hospital for further evaluation. The patient was later discharged with no further ill effect from this event. The patient continued to received dialysis with the 200 nre dialyzer. No sample is available for an evaluation.